Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five retained samples were tested per specification. The retain samples passed internal testing and the reported defect could not be replicated or observed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: tubing firing ail with no visible ail detected. Detailed inquiry description: cancer center reports that the IV pump was firing an air bubble alarm when there was no visible air bubble detected in the line. Troubleshooting did not work but changing to a new tubing set did work. No injury reported.